Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that they are trying to program a new implantable neurostimulator (ins) in the box in constant current mode, with settings at c+1- 60pw, 150 rate, and 4ma on date notified. However,it was stated that they keep getting a message on the clinician programmer saying that the "entered values cannot be used with existing settings, the entered value will not be used." It was reviewed that because the ins is in the box all contacts will show as high impedances and open circuits, and therefore the ins can't be programmed in the box while using the current mode. Later on date notified the rep indicated that the ins still had high impedance after it was in the pocket, so another ins was used which resolved the issue. There were no patient symptoms alleged and the source of the high impedances was not determined. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.